Event description:
Event description guidant received information that a medical personnel reported that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a message "this is a different programmer model" and on select pg application, a message was displayed that a different pg application was needed. When trying again, an out of range telemetry message was displayed.